Manufacturer narrative:
Other, other text: additional information: h6, h10: device evaluation: one smiths medical cadd solis vip pump was returned for analysis with a defective lcd display and cloudy display. Event log history was performed and indicated that system fault 45,169 occurred 0 0 0 4 and system fault 45,985 occurred 2,009 0 0 3 were recorded in history. During analysis, the reported issue was not able to be duplicated. Service will replace the main board as a preventive measure. Based on the evidence, the complaint was not confirmed, and the problem source of the reported event is unknown.

Event description:
Information was received indicating that a smiths medical pump presented with a red screen and alarms when boot up. There were no reported adverse events. There was no patient present.